Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that her blood glucose was 277 mg/dl and she programmed a bolus but her blood glucose increased to 423 mg/dl after a half hour. The customer then discovered that her insulin pump alarmed no delivery. The customer changed her infusion set and waited fifteen minutes and her blood glucose was 471 mg/dl. The customer treated with a manual insulin injection. The cannula was not bent and it did not have blood on it. Troubleshooting could not occur for the no delivery alarm as the customer was reporting on a past event. The customer already resolved the no delivery alarm by changing her infusion set and reservoir. No products were returned and two replacement infusion sets and two reservoirs were shipped to the customer.